Event description:
It was reported that during a procedure to treat a lesion in the right common iliac artery with moderate tortuosity, moderate calcification and 90% stenosed. A 7.0x40mm foxcross percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and the balloon was inflated; however, the balloon ruptured on the first inflation at 8 atmospheres. Reportedly, the device was soaked and air aspiration was performed outside of the patient anatomy prior to use. The 7.0x40mm foxcross pta catheter was removed from the patient anatomy without any resistance. A non-abbott balloon catheter and non-abbott stent were used to complete the procedure. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.